Event description:
Customer reported receiving a low reading of 20 mg/dl on their precision xtra optium blood glucose monitor. The reference reading of 130 mg/dl was received on the lab's meter within 10 minutes. The adc test site was the finger. The results plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter has been requested back for investigation. A follow up report will be submitted once the results are available.